Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 432 mg/dl, which was corrected with a bolus. The customer stated that the sensor glucose reading was higher than the blood glucose reading. She stated that she wanted to wait to consult with her doctor for the issue. Nothing further reported.